Manufacturer narrative:
Analysis found that there was a residue consistent with biological contaminants on the device. Visually, the middle rotating assembly tip was broken at the distal end. The information most likely indicates an interference issue of the diameters during manufacturing, ultimately resulting in the reported event; however, the customer did report catching a pledget, causing the failure prematurely. Functionally, the middle assembly did have significant resistance. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare professional (hcp) reported that the blade tip broke into multiple pieces during the fess (functional endoscopic sinus surgery) procedure. The tip of the blade did not break off in the patient. There was no unplanned procedures or unintended equipment required to locate and remove the fragments. There was no pieces remain in the patient. They believe that the impact on the pledget cause the teeth of the blade to jam leading to the break. The blade was running at the speed of 5000. There was a delay with the procedure. There was a back-up device used. They were able to pull out the pieces from the patient prior to closing. There was no patient harm.